Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the patient has not charged ins in weeks. The ins was in overdischarge. The patient says she charges but it doesn¿t work and she has to charge every two days for 3 hours. She states she doesn¿t need it all the time. She also stated that the ins has been jump started more than 3 times since implant. She says she can¿t charge the battery all the time and requested a replacement. Patient controller and tablet would not connect to ins. Charger on antenna locator displays 82,82,82. Went to charge mode, display showed informational por (power on reset). The rep cleared the por screen to charging screen, and the patient has less than 20% charge. Surgical intervention was not scheduled yet but planned. No symptoms were reported.

Manufacturer narrative:
H3: product analysis of pli#: 10 product ID#: 97714 nmd724786h found reduced capacity due to overdischarge. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-jan-27 mpxr 800950 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the patient has not charged ins in weeks. The ins was in overdischarge. The patient says she charges but it doesn¿t work and she has to charge every two days for 3 hours. She states she doesn¿t need it all the time. She also stated that the ins has been jump started more than 3 times since implant. She says she can¿t charge the battery all the time and requested a replacement. Patient controller and tablet would not connect to ins. Charger on antenna locator displays 82,82,82. Went to charge mode, display showed informational por (power on reset). The rep cleared the por screen to charging screen, and the patient has less than 20% charge. Surgical intervention was not scheduled yet but planned. No symptoms were reported. 2021-jul-14 rp (rep): no new information.